Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a m.blue valve (#fx800t) was implanted. According to the complainant, the valve caused an over-drainage. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure.